Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 660 mg/dl. Customer had no symptom of high blood glucose. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for three days. Customer was wearing insulin pump at the time of hospitalization. Customer declined troubleshooting for high blood glucose.